Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Reuse of insulin: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that and occlusion alarm occurred. Customers blood glucose was 182 mg/dl. During troubleshooting with tandem technical support (cts), it was found that the customer was refilling and reusing cartridges. Cts educated customer on cartridge/insulin labelling. Reportedly, the customer cleared the alarm to address the issue and continued to use the pump and supplies for insulin therapy.